Event description:
Event description: ecn event description: after pulsing the left superior pumlonary vein the wire would not advance or retract in the lumen, system was removed and new guidewire and catheter were used to complete the case. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: took cath out, tried to visualize the issue and advance wire, wire broke. What is the next course of action?: replacement to customer. Patient present at time of event?: yes. Patient complications: no patient complications. Procedure number: (B)(4). Time of event: during procedure. As reported - device code: failure to move wire, 1636: fracture. As reported - patient code: 9398: no clinical signs, symptoms or conditions. As reported - impact code: f26: no health consequences or impact.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.

Event description:
Event description: ecn event description: after pulsing the left superior pumlonary vein the wire would not advance or retract in the lumen, system was removed and new guidewire and catheter were used to complete the case. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Took cath out, tried to visualize the issue and advance wire, wire broke what is the next course of action? Replacement to customer. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: (B)(4). Time of event: during procedure. As reported - device code: failure to move wire, 1636: fracture. As reported - patient code: 9398: no clinical signs, symptoms or conditions. As reported - impact code: f26: no health consequences or impact.